Event description:
It was reported that a user started a new dexcom g7 sensor and received a pairing failed message when attempting to pair with the ilet, while the dexcom app displayed a blood glucose of 390 mg/dl; the user had dosed 5 units of subcutaneous fiasp with breakfast, and troubleshooting included toggling between dexcom modes and re-entering the pairing code. Symptoms included hyperglycemia. Outcomes included no reported alerts or alarms from the ilet and no medical intervention beyond self-administered insulin, with no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed a pairing failure between the cgm and the ilet, consistent with a communication or connectivity issue without evidence of device alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors related to cgm pairing.